Event description:
It was reported that the stimulation was intermittent and no changes were detected when the implantable neurostimulator (ins) was pressed on. The patient had increased difficulty recharging the ins. These issues began when the patient was in a fight and body slammed, which occurred 1-2 months prior. Prior to ins revision, there were open circuits. The lead was tested separately and all impedances were normal. The ins was replaced and the patient was getting good stimulation. Additional information received reported there was normal battery depletion and the leads were fine. There was no patient injury.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted:; product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. Analysis of the implantable neurostimulator (ins) model 37713 serial #(B)(4) found the ins can dented. The rear side of the ins can is crushed against the hybrid components. There was no output from the ins as received. Interrogation with both the 8840 and the patient programmer displayed screens to charge the battery. Attempted a recharge with 1cm and 1/2cm spacers and received no coupling. Recharger coupled when the antenna was placed directly onto the ins. Coupling varied while charging from two bars to full without moving the antenna. The charger was left on overnight with no change in the battery level. The 8840 and patient programmer still displayed the recharge battery screens. The ins can was not cut open to visually identify which internal components have been damaged. No further functional testing was performed. (B)(4).